Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral sequential approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. After the guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice each at 8 atmospheres (atm) for 30 seconds. However, during third inflation at 14 atm for 30 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.